Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04852. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system and 24 mm watchman ® laa closure device & delivery system were used. The access system was positioned deep in the laa, but not too deep and the closure device was implanted successfully; however, immediately post procedure, a pericardial effusion was noticed. It was a simple collection of fluid and no hemodynamic compromise was observed. A follow up echocardiogram was performed post procedure and the pericardial effusion looked improved, so no intervention was performed. The patient was monitored and eventually discharged home.